Event description:
Home patient called the baxter technical service center to report a cassette leak noted during priming phase of their automated peritoneal dialysis treatment. Follow up with the patient indicated a 2041 alarm was received at this point. Patient stated that they did not note any moisture inside the door of the homechoice machine and did not locate the leak in the cassette. At that time, the patient discontinued treatment and completed therapy manually. Per patient, no patient injury or medical intervention was associated with this report.